Event description:
It was reported that the patient felt ill and presented in clinic for follow up. Upon interoperation it was noted that the implantable cardioverter defibrillator (ICD) was in backup mode. The ICD was explanted and new ICD was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of backup operation was confirmed. The implantable cardioverter defibrillator (ICD) was returned for analysis. Analysis of the device image found the device went into backup mode due to power-on reset as a result of low battery voltage. The device performed numerous high voltage charges for high voltage therapy. The cause of backup operation was consistent with low battery voltage resulting from numerous high voltage charges. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, and pacing output functions of the device were tested and found to be normal.